Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery intermittently depleted quickly and that the pump battery took longer than expected to fully charge. Additionally, it was reported that the customer experienced difficulty "getting a secure connection" due to the pump usb port being damaged. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.